Event description:
I noticed some pain and I had blood in my stools [blood in stool]. I started swallowing it, I just forgot at some point [accidental device ingestion]. I noticed some pain and I had blood in my stools [pain]. Well on expiration says (B)(6) 2022.oh that doesnt seem right [expired device used]. Case description: this case was reported by a consumer via call center representative and described the occurrence of blood in stool in a female patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 98014, expiry date 30th june 2022) for dry mouth. Concurrent medical conditions included radiation therapy. In 2022, the patient started biotene original oral rinse (original). In 2022, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria haleon medically significant) and expired device used. On an unknown date, the patient experienced blood in stool (serious criteria haleon medically significant) and pain. Biotene original oral rinse (original) was discontinued in 2023 (dechallenge was positive). In 2023, the outcome of the pain was recovered/resolved. On an unknown date, the outcome of the blood in stool was recovering/resolving and the outcome of the accidental device ingestion and expired device used were unknown. It was unknown if the reporter considered the blood in stool, accidental device ingestion, pain and expired device used to be related to biotene original oral rinse (original). This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received from a consumer via call center representative (phone) on 15may2023. The consumer reported that, "I was using the biotene oral rinse product and I have to spit it I probably started using and I started swallowing it ,I just forgot at some pint. Do you know what could happen ? I red the instructions. I probably started august of september. I noticed some pain and I had blood in my stools. It was about january when I started noticing it. I went to my doctor ,he confirmed. I didn't see any blood. ,I cant tally say exactly when. I would say it was six to eight weeks ago that I stopped and the pain was completely gone. Yes for dry mouth due to my radiation .well on expiration says (B)(6) 2022.oh that doesn't seem right".

Manufacturer narrative:
Argus case ID: (B)(4).